Event description:
The caller reported that the tube was placed in the pt on (B) (6) 2010, and on an unspecified date before twenty-nine days of use, had to be removed because the inner cannula would not lock into the outer cannula anymore. A non-routine replacement of the tube was required.